Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that "piptaz" (piperacillin/tazobactam antibiotic) 4.5 grams in 50ml normal saline was programmed to infuse at a rate of 100ml/hr. With volume to be infused (vtbi) 50ml. However, at the end of infusion it was noted that 20ml still remaining in the bag. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Omit: e2401 - insufficient information, f24 - insufficient information. Correction: describe event or problem, initial reporter addr 1. Additional information: initial reporter zip, imdrf annex e, f codes and manufacturer narrative. Root cause: the root cause for the reported issue of an under infusion - "piptaz" (piperacillin/tazobactam) was not determined because no products or device logs were returned.

Event description:
It was reported that "piptaz" (piperacillin/tazobactam antibiotic) 4.5 grams in 50ml normal saline was programmed to infuse at a rate of 100ml/hr. With volume to be infused (vtbi) 50ml. However, at the end of infusion it was noted that 20ml still remaining in the bag. There was patient involvement, but no harm. Although requested, no additional information has been provided, and no device will be returned for investigation. Per report, "devices involved in the event were not identified by facility.".